Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that she received an e4 (occlusion) during a bolus. The pt was advised to disconnect from her infusion site and she was able to bolus 8 units in the air without occlusion. The pt was advised to change her infusion site and she stated that the cannula was bent when she removed it . She was then reconnected to her infusion device and was able to bolus without occlusion. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.